Event description:
During the use for the thrombus ablation in the external shunt arm, customer inflated the balloon in the auxillary vein, when it ruptured. Customer tried to remove the balloon and detached from the tip of the catheter. Balloon reportedly remained in the patient's body. Letter required.

Manufacturer narrative:
Only the tip of the catheter was returned. There is about 3.5 cm of the catheter tip and spring tip. The spring tip has been stretched. The proximal windings are still attached and are not damaged. There is latex visable under the windings. The distal windings and most of the balloon latex are missing. The rest of the catheter was not returned.